Manufacturer narrative:
Complaint of power up failure was confirmed. Cause of power failure is a defective power supply/ballast. Unit powered up and passed functional testing with a known good power supply installed. A car has been opened to address this issue. (B)(4).

Event description:
During the glenoid labrum lesion repair, the unit unexpectedly powered down after it generated a snap sound. The unit did not recover after the power-down and could not be used. The incident occurred when the surgeon screwed the fourth suture anchor into the site. The doctor had removed the suture without tying a knot and closed the portal. There was no back-up light source available therefore, the procedure was then terminated. There is no further information at this time, regarding the patient status or if a second operation would be scheduled. After the incident, (B)(4) service rep. Inspected the unit at the customer site and confirmed the unit did not power-up.